Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus delivery. Customer's blood glucose was 348 mg.dl. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit was received with motor error alarm during occlusion test due to faulty fsr (gold). Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.